Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): lgw, qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: 13956080. Model/catalog description: artisan lead 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2138-50. Serial number: (B)(6). Batch/lot number: 147964. Model/catalog description: phase iii linear lead - 50cm. Unique identifier (UDI)#: (B)(4) not found. Model number/catalog number: sc-2138-50. Serial number: (B)(6). Batch/lot number: 147942. Model/catalog description: phase iii linear lead - 50cm. Unique identifier (UDI)#: (B)(4) not found. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient's spinal cord stimulation (scs) made the pain worse and was not helping relieve the pain. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The patient was doing well postoperatively and the explanted devices will not be returned.